Event description:
A pt reported that their test strips were cut off center and pt ended up in the emergency room due to them. Medical affairs specialist contacted the pt to obtain more info on 2/18/03. The pt stated that pt had noticed low blood glucose readings on the meter for a while, but experiencing high blood glucose symptoms during that time. Pt had continued taking their set amount of insulin in the morning and evening even with the low readings "just did not take any of the sliding scale insulin". In 2003, pt was feeling tired, sleepy and thirsty (symptoms of high blood glucose). Pt tested on the meter and got readings of 23mg/dl and 40mg/dl (unknown time difference between the two tests). Pt went to the e.r. Due to high blood glucose symptoms, 30 minutes after getting the reading of 40mg/dl on their meter. The e.r. Meter read 481mg/dl and pt was placed on IV insulin. A short while after that, the lab result was 395mg/dl. Pt does not recall how long pt was kept in e.r. Before pt was released. Seveal days after this, pt received a surestep test strip recall letter from lifescan. Pt "put 2 and 2 together" and figured that the test strips were bad. Pt then noticed that the test strips were cut off center, which could have resulted in inaccurate low readings. Pt called lifescan, and the test strips were replaced for pt. Pt stated that pt was using their next-door neighbor's glucometer elite until pt received the new test strips. This case is reported because the pt suffered hyperglycemia, but getting inaccurate low results due to the recall test strips cut off centered.